Manufacturer narrative:
Our quality engineer inspected the photos, and 3 representative samples submitted for evaluation. The reported issues of plunger movement difficult and leakage were not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. Samples were subjected to a hub leak test and all samples passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause of the defect could not be determined as the defect could not be replicated.

Event description:
Material # 305761, batch # 4206638. It was reported by customer that the plunger on the pre-filled vaccine would not go forward and other incident, the clinical team member was priming the vaccine and the medication came out where the needle connects to the vaccine. Verbatim: rcc received a complaint via email. Email(s) attached. My office is having issues with the bd eclipse needle 25 g x 1 inch with lot 4206638 manufactured by becton, dickinson and company. We have had 3 incidents occur: 2 times the plunger on the pre-filled vaccine would not go forward so the clinical team member had to bring the needle back out a little and wait about 10-30 seconds before the plunger would move. We have never had an issue with any other brand of the same size needle. The other incident, the clinical team member was priming the vaccine and the medication came out where the needle connects to the vaccine. The team member did check that the connection was tight. Product number - 305761. Lot number - 4206638.

Event description:
It was reported that bd needle eclipse 25x1 rb leaked. It was reported by customer that the plunger on the pre-filled vaccine would not go forward and other incident, the clinical team member was priming the vaccine and the medication came out where the needle connects to the vaccine. Verbatim: rcc received a complaint via email. Email(s) attached. My office is having issues with the bd eclipse needle 25 g x 1 inch with lot 4206638 manufactured by becton, dickinson and company. We have had 3 incidents occur: 2 times the plunger on the pre-filled vaccine would not go forward so the clinical team member had to bring the needle back out a little and wait about 10-30 seconds before the plunger would move. We have never had an issue with any other brand of the same size needle. The other incident, the clinical team member was priming the vaccine and the medication came out where the needle connects to the vaccine. The team member did check that the connection was tight. Product number - 305761. Lot number - 4206638.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.